Event description:
It was reported that an unspecified malfunction alarm occurred. There was no information provided regarding the impact on the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer. The customer did not have a backup insulin delivery method and planned to consult a healthcare provider.